Event description:
The customer reported her thermometer is inaccurate. The unit is reading two to three degrees different than actual temperature. Consumers child was hospitalized possibly due to a delay in medical attention. There were no further complications and the child is doing well now.